Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture. (B)(6). (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 200cc breast implants and suffered several unexplained systemic symptoms, including lupus, gougerot-sjogren syndrome, and bilateral capsular contracture baker grade IV. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2020. The patient reportedly fully recovered post-explantation. This report is for the right breast prosthesis.